Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient on impella cp support was presented with a gastrointestinal bleed that required heparin to be withheld. Explanting of the device was delayed. The patient was eventually weaned and survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review: the device passed all post sterile inspection checks.